Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "happened in the maternity department. Involved a 5 day-year-old female baby patient. The tubing of the et tube was cracked at the level where the tubing gets larger to allow the cob connector to be inserted. Thus, the respirator was not holding the et tube anymore. This et tube was removed. During the delay between the extubation and the re-intubation, patient had bradycardias and desaturations. Her temperature was 35.5 celsius degrees. The child was then re-intubated. Then the condition of the child was stabilized". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "happened in the maternity department. Involved a (B)(6) female baby patient. The tubing of the et tube was cracked at the level where the tubing gets larger to allow the cob connector to be inserted. Thus, the respirator was not holding the et tube anymore. This et tube was removed. During the delay between the extubation and the re-intubation, patient had bradycardias and desaturations. Her temperature was 35.5 celsius degrees. The child was then re-intubated. Then the condition of the child was stabilized". Patient condition reported as "fine".